Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they were feeling severe pain from their implant (ins) site; pt added they were losing a lot of weight. Pt mentioned they started feeling pain about last year, but the pain became worse about 2 months ago when they started to lose a lot of weight. Pt wanted to have ins removed and mentioned that the implanting doctor was no longer in business. Pt mentioned that they have stopped using the device couple of years ago because the leads shifted and that caused more pain to them. Agent sent pt, physician listings in their area via email.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: va0e7l5030); product type: 0200-lead; implant date (B)(6) 2013; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2013; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.